Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of the procedure the subject device had bad image. There were no reports of patient harm.

Event description:
It was reported that during preparation of the procedure the subject device had bad image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be definitively identified. However, based on the investigation results, it is likely that the following contributed to the malfunction: the light guide bundle in the insertion section is broken, leading to either insufficient or completely lost light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.